Manufacturer narrative:
Suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation findings: our laboratory evaluation of the product said to be involved confirmed the report of clogged catheter. Two (2) catheters containing powder were returned with the product. The device was returned with the on/off switch in the "off" position and the red activation knob was disengaged from the handle for deactivation of the carbon dioxide (co2) cartridge. There was powder residue on the on/off switch and inside of the device at the catheter connection. When tested as returned (but with the handle reactivated), the device did not spray. The red activation handle was removed and the co2 cartridge was noted to be empty. The cap on the co2 cartridge shows a full puncture. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new co2 cartridge, the device sprayed powder. When tested with catheter #1, the device did not spray powder. Visual examination of catheter #1 found a few areas of what appears to be fluid / wet powder. The device sprayed powder when retested without catheter #1. When tested with catheter #2, the device did not spray powder. Visual examination of catheter #2 found numerous areas of what appears to be wet powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of clogged catheter was confirmed. The catheters are clogged with wet hemospray powder. The cause of the clogged catheter is unknown. A definitive cause for this observation could not be determined because the actual use conditions could not be determined. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use states the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also state: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Both catheters clogged after following the proper protocol for using the device (per the instructions for use). An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.